Event description:
9/30/1998 abnormal transtelephonic pacemaker check. 10/7/1998 abnormal repeat transtelephonic pacemaker check. 10/26/1998 abnormal clinic evaluation. (Pacemaker function.) 10/28 evaluation in dr's office with co engineer. Unable to restore normal function permanently.